Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses when the patient developed capsular contracture (baker grade unknown) post implantation. The side of breast for the capsular contracture (left, right, or bilateral) was not specified. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6) 2017. Two serial numbers were reported for this complaint: left breast implant: serial # (B)(6), right breast implant: serial # (B)(6). Since the side of the capsular contracture was not specified, it is unknown which serial number belongs to the complaint device. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).